Manufacturer narrative:
(B)(4). Upon completion of the investigation, a follow up report will be filed.

Event description:
The clinician drilled 6 burr holes & his comments were: that it didn¿t seem like it was sharp enough, it lacked strength (they did confirm midas on highest speed; but I wonder if he doesn¿t realize the midas pedal is like an accelerator pedal on your car & it takes a bit to come up to full rpms. Surgeon used a burr to complete the perforation; there was no delay over 30 minutes.

Manufacturer narrative:
The perforator was not returned for evaluation. As such it is not possible to evaluate the product and determine the root cause of this complaint. Furthermore, the lot number for the subject product was not reported; therefore, the lot history records cannot be reviewed. We will continue to monitor for this or similar complaints for this product code. At this time this complaint is considered to be closed, should the product be returned at a later date this complaint will be re-opened and an investigation will be performed.

Manufacturer narrative:
Upon completion of the investigation it was noted that the customer¿s complaint of "didn¿t seem like it was sharp enough" was not verified. This perforator met the test method acceptance requirements; proper engagement and disengagement were achieved with every drill hole. There was no erratic or poor cutting action. The device history records for the perforator was reviewed and all test and inspections associated with the assembly process met specification requirements. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.